Manufacturer narrative:
Conclusion: customer will order the parts and repair the bed themselves.

Event description:
It was reported via repair work order that the head end lift was drifting due to damaged nylon glide nuts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.